Event description:
A malfunction on the pump was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump, and the customer agreed to use multiple daily injections as a backup therapy. The customer was informed that they were not eligible for a loaner pump, which they understood and acknowledged.